Manufacturer narrative:
Outcomes attributed to adverse event: other: infection. Implanted date: (B)(6) 2015, (B)(6)2018. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative scoliosis procedures performed: posterior spinal fusion, vertebral body replacement, oblique lumbar interbody fusion, kickstand technique levels implanted: t11-s2ai, dates of surgeries: (B)(6) 2015; (B)(6) 2018. It was reported that on an unknown date, post-op, infection was suspected to have occurred on the cranial side. It was also said that the product had started to come out of the skin; hence, product removal had been planned to be performed on (B)(6) 2020. It is unknown if this removal surgery has been performed or not.